Manufacturer narrative:
The complainant reported that a patient was being implanted with an impella cp for mechanical circulatory support. During the insertion of the device, it was reported that the device would not advance into the left ventricle. It was reported that it was unclear if the device had an issue that contributed. It was noted that the procedure was aborted due to a massive aortic valve stenosis.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the preventive maintenance procedure due to a protective earth resistance measurement out of specification. The measured protective earth resistance was 0.689 ohms, which exceeded the specified limit of less than 0.300 ohms. The line cord was replaced. Following replacement, the protective earth resistance was measured at 0.042 ohms, which met the specified acceptance criteria. Preventive maintenance testing was completed without further issues, and the controller was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.